Event description:
It was initially reported by the nurse that the pt is having an increase in seizures. No additional info was provided at that time. Good faith attempts to obtain additional info has been unsuccessful till date.